Manufacturer narrative:
(B)(4). One trulite disp blade & handle mill00 w/batt, product code 004670010 was received for investigation. After a physical/visual inspection the corner at the relief (description "divot") has been confirmed. Sharp corners are present on the blade/light channel toward the distal tip of the blade, close to the relief in the hard plastic. The device has been forwarded to the manufacturer facility (B)(4) in order to further investigate into the root cause of the complaint issue. Teleflex will continue to monitor and trend for complaints of this nature for these devices.

Event description:
Customer complaint alleges "the intubation was unremarkable, however 30-60 minutes later, the rn noticed blood in the baby's mouth. She called dr. (B)(6) to the bedside for an examination. The exam revealed a shallow horizontal laceration from the mid tongue to the left lateral margin of the tongue. A clot was present and there was no active bleeding. Dr. (B)(6) pulled a packaged 00 trulite and matched the laceration with the rectangular divot on the 00 blade. The divot has sharp corners that may have scratched the babies tongue." It was reported the baby was monitored closely. There was no active bleeding reported. No report of medical intervention.